Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The lot met specs and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Called alleged discrepant inratio results. Results as follows: inratio: 5.2; re-test: 4.5; lab: 3.4. The customer indicated she had a laboratory test taken today (3.4), and then approx 10 minutes later she used her inratio monitor and obtained a result of 5.2. Thinking this result was high, she retested herself 20 minutes later using a different finger and obtained an inratio result of 4.5. Therapeutic range: 2.5-3.5. The pt self tester reports touching the drop of blood onto the strip. Follow up testing was performed with the following results: inratio: 4.2; lab: 3.4.